Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, permanent cautery hook does not cauterize when activated. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and the instrument passed energy delivery, recognition and engagement tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional finding not reported by site: the instrument was found to have a broken monopolar yaw pulley at the bottom edge where it connects to the hook and the material was found to be missing.the probable root cause of the customer reported issue cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The probable root cause of broken monopolar yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Manufacturer narrative:
Advanced failure analysis was performed, the instrument was reviewed by mechanical engineering and it was concluded that the yaw pulley damage observed at the distal end is likely a result of user mishandling/misuse.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional review was performed by an isi quality engineer and the probable root cause of the customer reported issue may be due to other factors unrelated to the product. The reported event was not confirmed as failure analysis found no functional issue. The pch was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed additional observation of broken monopolar yaw pulley and missing material from the yaw pulley and the probable root cause are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.